Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/23/2015 with the following findings: during investigation, a visual inspection of the pump showed multiple cracks in the battery compartment and moisture was observed inside the compartment. A leak test was performed and a battery compartment leak was found. The returned battery cap was used to complete the investigation. The pump case was opened and no moisture was observed inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged. In addition, there was moisture observed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.